Event description:
Event description guidant received information that both this atrial and right ventricular lead were surgically abandoned and replaced. The leads were noted to be fractured by first rib/clavicular crush. Low impedance measurments were observed for both leads.